Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred because the device was a product prior to a design change in the operational amplifier circuit design of the board. It is likely the phenomenon occurred due to a failure of the operational amplifier. It was confirmed that the devices that include the design change were shipped after june 13, 2018. The subject device of this report was manufactured prior to this change (see h4).

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set.

Event description:
A user facility reported to olympus that no image could be obtained. The problem, as reported to olympus, was identified on preparation for use. The intended procedure was completed using other equipment. There was no harm or injury to the patient associated with the event.